Event description:
Patient reported experiencing hypoglycemic symptoms, while receiving elevated blood glucose results (values not provided) on the suspect device. Patient noted that she had been adjusting her insulin dosage based on the values obtained on the suspect device. Patient reportedly sought treatment at her physician's office, where her blood glucose measured 53 mg/dl, on the physician's blood glucose monitor, and 550 mg/dl, on the suspect device. No treatment was received. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.